Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a safety needle. The customer reports that the needle bent during the process of the injection. The angle of the bent needle prevented the safety shield from locking after activation. The employee performing the injection did not realize the safety shield had not locked, and as a result, rec'd a dirty needle stick. In addition, the employee stated that the needle was not bent when it was removed from the packaging and she was unsure whether the needle bent while drawing up the medication or during the injection. In response, the site was cleaned and the employee followed the facility's exposure protocol which included testing for hepatitis and hiv.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.